Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that unspecified bd¿ pen needle leaked and and was unable to deliver medication on 6 occasions. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that the needle is leaking where the needle screws on to the top of the pen and there is no pressure or tension when pressing down on the plunger. Also, the consumer feels he is not receiving any of the medication. Verbatim: from phone call on 2021-01-22 15:10:42: consumer stated, during injection, he's experiencing "leakage" around the hub. Stated, he is using "novofine" pen needles and can't be sure which one's had the issue, bd's of novofine. Stated, the lot number provided in email is not the one he had the issue with and he threw away the box, that did.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(4) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle leaked and was unable to deliver medication on 6 occasions. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the needle is leaking where the needle screws on to the top of the pen and there is no pressure or tension when pressing down on the plunger. Also, the consumer feels he is not receiving any of the medication. Verbatim: from phone call on (B)(6) 2021, at 15:10:42: consumer stated, during injection, he's experiencing "leakage" around the hub. Stated, he is using "novofine" pen needles and can't be sure which one's had the issue, bd's of novofine. Stated, the lot number provided in email is not the one he had the issue with and he threw away the box, that did.